Manufacturer narrative:
(B)(4).

Event description:
It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. [Insert probable cause statement]. No injury or medical intervention was reported.